Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 423 mg/dl and at the time of incident was 546mg/dl. Customer alleged the pump of under delivery because there were no delivery alarms. The customer was treated with syringes. The drive support cap was normal. The insulin pump will not be returned for analysis.